Event description:
It was reported that during a coronary artery drug eluting stenting treatment procedure, a perforation occurred. The severely calcified, target lesion was in the distal left anterior descending (lad) artery. The lesion was predilated with a non-bsc balloon catheter. A 3.5x12mm taxus liberte drug eluting stent was advanced to treat the target lesion, but was unable to cross the proximal lad. A perforation in the proximal lad was discovered. The 3.5x12mm taxus liberte des was implanted in the proximal lad to treat the perforation. Another 3.5x12mm taxus liberte des was implanted to treat the distal lad target lesion. There were no additional patient complications reported with the patient's current condition listed as "stable".

Manufacturer narrative:
Device analysis: as the unit has not been returned, a technical analysis could not be performed. A review of the manufacturing documentation for this batch number found that the device met its material, assembly and product specifications at the time of release to distribution. The most probable root cause is determined to be anticipated procedure complication.